Event description:
It was further reported that the device experienced another power on reset (por) and the mode had changed to vvi-65. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. Critical ram parity error occurred in address (B)(6). Power on reset (por) severity is low as the device should be able to fully recover after reset.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented for a routine follow up and it was found the device had an electrical reset and the pacing mode and rate had changed to vvi-65. The reset was cleared and device settings were reprogrammed. It was noted that the patient had a MRI scan five months prior and where the device had been programmed before and after the procedure, but no other procedures or exposures to radiation or electromagnetic fields were identified. The device is still in use. No patient complications have been reported as a result of this event.